Event description:
A loaner calcaneal reamer contained 2 countersunk set screws when the biomet sales representative worked with the processing department to show them how to hand clean it. Hand cleaning was difficult for processing staff so it was put into an ultrasonic cleaning unit which shakes the equipment when it is being cleaned. After it was cleaned the rep did not inspect the reamer. A hemiarthroplasty was then performed on the patient with a right hip fracture using the calcaneal reamer. The biomet sales representative was present during the surgery to assist the md. When the reamer was removed, or tech (lo) mentioned that it felt loose. The sales rep noted that the screws were not there but did not say anything. During surgery, the rep went to ask processing if they took the screws out. Processing stated "no". The rep then told the md that the screws may be in the patient after the patient had already been taken to the recovery room. The md immediately ordered an x-ray on the hip and it showed the retained screws. The patient was shortly taken back to the or. It was determined that the taperloc femoral implant had to be removed in order to reach the screws. The implant and screws were removed, and a new implant was put in.